Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Customer's blood glucose (bg) ranged between 200-339mg/dl. Although requested, the customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.